Event description:
It was reported that there were flow problems after 30 minutes of dialysis. After switching the arterial and venous tubing the venous pressure immediately rose. A radiology study showed leakage of contrast media under the skin.